Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a femoral recon nail procedure on (B)(6) 2022, when the surgeon was hammering the nail into the canal, the tip of the impactor broke. The impactor tip was stuck in the handle and the rest of the impactor fell on the floor. No parts were left in the patient. No adverse event occurred in the patient. The case was completed successfully with no delay. No further information is available. This report involves one radiolucent insertion handle frn. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the insert-handle radioluc fem recon nail. A fragment of the distal tip of the driving cap f/insertion handle remained stuck in the mating insertion hole. A dimensional inspection for the insert-handle hybrid was not performed since it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the insert-handle radioluc fem recon nail was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: device history record )DHR) review conducted: part: 03.033.001, lot: 1l09530, release to warehouse date: 05 nov 2018, expiration date : na, supplier: na, manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.